Event description:
Patient reported having sudden snapping sensation followed by pain in left wrist. Was seen by surgeon on (B)(6) 2015, an x-ray of the left wrist was ordered which revealed the wrist fusion plate and screws implanted on (B)(6) 2014 had broken.